Event description:
It was reported that the patient presented for in-clinic follow up feeling a thumping in her chest. An interrogation of the pulse generator found that that the device was in backup operation possibly due to event que overflow. The device was successfully reprogrammed. There were no further patient consequences.